Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9094728. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle clogged during priming and injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that needle clogged during priming and injection.

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10 returned to manufacturer on: 2020-03-12 h.1 device return to manuf .?: yes h.1 device eval by manufacture? Yes h.6. Method codes: 10 & 3331 h.6. Result codes: 114 h.6. Conclusion codes: 19 h.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 9094728. This is the 1st related complaint for needle bent npe on lot # 9094728. Investigation summary: customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogged during priming and injection and the npe was bent. The returned pen needles were examined and one sample exhibited a bent non patent end of the cannula. The remaining sample exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent and broken non patient end of the cannula) complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. H3 other text : see h.10

Event description:
It was reported that the needle clogged during priming and injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that needle clogged during priming and injection.